Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and performed extended self-test (est) that ventilator passed.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.